Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that there was an insulin leak through the reservoir o-ring. The patient's blood glucose at the time of incident is unknown. The reservoir was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of five random opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.